Event description:
S [situation]: called to patient bedside by staff rn regarding leaking clave b [background]. Patient post-op day 1, open chest with a triple lumen right ij [internal jugular]. Epi, dopa, cacl, dex, fentanyl, versed infusing through white lumen gtt line. Per bedside rn, the clave on gtt line found leaking, patient wet, drips not infusing. A [assessment]: per bedside rn, patient was hypotensive overnight. Clave changed and tightened. Patient became hypertensive - systolic bp 160-180. R [recommendation]: leaking clave and stopcock found placed in or defective. Assess quality of these devices and move towards using manifolds/trifuse/bifuse with pre bonded claves.